Event description:
It was reported by the customer that the device received "alarm - error codes / messages."

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced bezel mechanism for cable display wire connection causing error code 210.2010, replaced air-in-line for cracked housing, bent right iui(inter-unit-interface) pin and verified boards. Performed unit preventive maintenance. Based on the findings, service determined that the reported issue was due to electrical failure of the lvp(large volume pump) mechanical assembly. Device history record: a review of the device history record showed the device had a manufacture date of 20jun2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device received "alarm - error codes / messages." There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device received "alarm - error codes / messages."